Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed positioning could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances) and the reported gripper actuation was not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not determined in his case. However, the reported difficult tor delayed positioning appears to be due to challenging patient anatomy/morphology in conjunction with user technique/procedural circumstances. The observed corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure there is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for the difficulties opening and closing the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with a prolapsed posterior leaflet. A mitraclip xtr was advanced, however during positioning of the clip resistance was felt. In the physician's opinion, this resistance could have been a result of the clip getting caught on something since the clip was not opening or closing smoothly, however it wasn't sure on what. The clip was not implanted and was removed. Upon removal, there was no evidence of tissue damage. Two mitraclips were successfully implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.